Event description:
It was reported that a flogard infusion pump had an f-38 alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of "f-38 alarm' was confirmed during device evaluation onsite by a baxter field service technician. The root cause was due to a damaged right force sensing resistor (fsr). The right fsr was replaced to resolve the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.